Manufacturer narrative:
UDI#: (B)(4). During use of the mynxgrip vascular closure device (vcd), the balloon loss pressure at the first stop. There was no patient injury. Another mynxgrip device was used to complete the procedure. At prep, the black marker was on the inflation indicator fully exposed. The stick location was medium. An unknown 6f sheath was used. The vessel size is 7mm. The patient was not hospitalized and the patient's hospitalization wasn't extended. The procedure use a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in distal end of the sheath after removal. There were no presence of peripheral vascular disease. There were no defects noted to the device prior to prep. There were no damaged to the device packaging. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open, the syringe was separate with the device, and the sealant and advancer tube were observed to have been remain in manufactured position as received. The procedure sheath was not returned with the device. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification revealed that the balloon¿s distal tip was severely inverted which indicated that excessive tension was applied during pullback. A product history record (phr) review of lot f1834502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leakage was noted regardless of the inverted balloon tip. The exact cause of the issue experienced by the customer and the inverted tip/curved core wire could not be conclusively determined. Based on the limited information available for review and the product investigation, the cause of the reported failure may have been attributed to too much tension applied to the catheter during the procedure. It is possible that the balloon did not rupture, but was pulled through the sheath or arteriotomy. According to the instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken.

Event description:
During use of the mynxgrip vascular closure device (vcd), the balloon loss pressure at the first stop. There was no patient injury. Another mynxgrip device was used to complete the procedure. At prep, the black marker was on the inflation indicator fully exposed. The stick location was medium. An unknown 6f sheath was used. The vessel size is 7mm. The patient was not hospitalized and the patient's hospitalization wasn't extended. The procedure use a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in distal end of the sheath after removal. There were no presence of peripheral vascular disease. There were no defects noted to the device prior to prep. There were no damaged to the device packaging.